Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a low battery alarm. Customer reported that their battery lasted less than 1 week. Customer was able to troubleshoot during the call. Customer's blood glucose level at the time of the incident was unknown. The product is not expected to be returned.